Event description:
A report was received that during a revision procedure, in the course of reinserting the lead it was visible on x-ray that three of the contacts were loosened from the lead. The contacts did not come off from the lead. It was determined intraoperatively to replace the lead. The patient was doing well after the procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
(B)(4). Additional information was received that the contacts were loosened during the revision procedure.

Event description:
A report was received that during a revision procedure, in the course of reinserting the lead it was visible on x-ray that three of the contacts were loosened from the lead. The contacts did not come off from the lead. It was determined intraoperatively to replace the lead. The patient was doing well after the procedure.